Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After three days of post filter deployment, a computed tomography of abdomen was performed for abdominal pain. The study showed that inferior vena cava filter was noted. After two weeks, a computed tomography of abdomen was performed which showed inferior vena cava filter was noted. After three days, an x-ray abdomen was performed for abdominal distention. The study showed that inferior vena cava filter was noted. After two weeks, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted. After seven months, a magnetic resonance imaging of abdomen was performed which showed inferior vena cava filter was noted. After two months, a magnetic resonance imaging of abdomen was performed for colon cancer. The study showed that inferior vena cava filter was noted below the level of renal veins. After two months, a magnetic resonance imaging of abdomen was performed which showed inferior vena cava filter was incidentally noted. After six months, a computed tomography of abdomen was performed which showed inferior vena cava filter was noted. After one year and two months, a magnetic resonance imaging study of abdomen was performed for colon cancer. The study showed that inferior vena cava filter was noted. After two months, a magnetic resonance imaging study of abdomen was performed for colon cancer. The study showed that inferior vena cava filter was noted. After four years, an x-ray chest was performed for chest pain. The study showed that inferior vena cava filter was noted at l3-l4 level. After seven months, computed tomography scan of abdomen and pelvis without IV or oral contrast indicated positive for caval perforation. Superior location of caval filter l2-l3 disc space. Inferior extent superior margin of l4 vertebral body. Six prongs have perforated the ivc, best appreciated on series 2, image 46. Maximum distance of prong perforation is 10 mm, best appreciated on series 601, image 45. Coronal images show 5-degree tilt right-to-left, series 601, image 45. Sagittal images show 2-degree tilt posterior-to-anterior, series 602, image 45. Diameter of ivg directly above filter is 15 mm x 26 mm, series 2, image 37. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 05/2012.